Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is (B)(6) 2019. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. Manufacturing record review: the manufacturing process record was evaluated and the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxt300 +20.0 diopter intraocular lens (iol) was implanted in the patient's right eye on (B)(6) 2019. Reportedly, the patient experienced glare at night that affected her driving abilities. The incision was enlarged and the lens was explanted. No vitrectomy was performed and no sutures were used. Upon further follow-up it was learnt that the lens was noticed displaced inferiorly at the (slit lamp exam) sle, but looked centered in the operating room (or). During surgery, the iol was elevated, cut and removed. A non-johnson & johnson lens was implanted as a replacement via optic capture and remained centered post-op. After one week the patient was 20/25 without correction and without any complications. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 3/22/2019. Device returned to manufacturer ¿ yes. Device evaluation: the return sample was received at amo groningen. Visual inspection with the unaided eye shows that the product is cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis is not possible. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.